Event description:
The complainant has reported that a female patient underwent a therapeutic procedure for placement of a biliary wallstent within the hilar region of the left hepatic duct. The distal end of the rx wallstent biliary endoprosthesis did not open during the initial deployment. After reconstraining the stent, the clinician reported that the subsequent deployment attempt resulted in the stent migrating from the common bile duct and into the patient's duodenum. A multi-bite forceps was used to remove the stent, which was noted to be 'frayed.' The procedure was successfully completed with use of another wallstent device. The physician commented that the problem was "likely caused by the pathology of the patient." The patient did not sustain any reported ill effect or complications as a result of the deployment issue.

Manufacturer narrative:
This device is currently being evaluated by the manufacturer. However, we are unable to determine the relationship between this device and the cause for this event at this time.